Event description:
A medtronic representative reported a navigation system computer that would sometimes become unresponsive while in the cranial software application. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect computer finds that an error during booting states that: firmware has detected that system memory has decreased. Found that one ram card was visibly detached on one end from dimm slot. Re-seated ram and system functioned properly. Computer ram malfunction, directly caused event.